Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was unable to program a bolus for his blood glucose level and food. Customer's blood glucose level was 477 mg/dl. The customer decided to treat his blood glucose level with a manual injection. The infusion set had a bent needle. The device was not returned.